Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was damaged inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.

Event description:
During a pulmonary vein isolation procedure, a farawave was selected for use. During procedure, catheter could not be moved into neutral or flower position, it was noted that wire was very difficult to remove in the device. The catheter was replaced, and the procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. During procedure, catheter could not be moved into neutral or flower position, it was noted that the wire was very difficult to remove in the device. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.